Event description:
The perc-24 was pre-tested and passed the test. Once the probe was placed in position, it began to freeze up the shaft of the first freeze cycle. Freeze was stopped, probe was thawed, removed and replaced by a new perc-24.

Manufacturer narrative:
No pt injury reported. Current condition of pt was reported as "no issue to report presently."